Event description:
The manufacturer was previously notified that a ventilator required maintenance and cleaning. There was no harm or injury reported. The device was not in patient use. The device was evaluated by a third-party service center. During the evaluation a service required alarm indicating a power failure occurred. The device's system board was replaced to address the issue. Additionally, non-actionable errors were observed in device's downloaded event log. The machine flow sensor was found to be contaminated and was replaced to address the issue. The device's air inlet foam filter was replaced per preventive maintenance protocol. The device was tested and passed all final testing.